Event description:
There was a sensor error of the mapping catheter while in use. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for highdensity vascular mapping catheter, 7fr pentaray nav eco highdensity mapping catheter, 2-6-2 spacing, f-curve (per site reporter).